Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 530 mg/dl. Customer also reported low blood glucose level of 38 mg/dl. Customer reported broken retainer ring. Customer stated that they using auto mode featured insulin pump. Customer did not troubleshoot as the insulin pump was no longer in use. The insulin pump will not be returned for analysis.